Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not communicating, so the camera was replaced. The system then passed system checkout and the system was working as intended. The camera 9735821 vega base s8 svc (lot# p900219) was returned for analysis. Analysis found that the returned psu had many nicks and scratches including a deep scratch on the lens and chipped housing on the left end. The amber fault light was illuminated at power up. A check of the event log revealed an intermittent firmware compatibility issue. Also, the bump battery voltage measured lower than average with an erroneous date stamp of 12/31/1969. The bump and temperature sensors also recorded events for the same date. In addition, the psu failed an accuracy test (aak) at .53 mm with a passing threshold of .25 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that upon crating the system after replacing hardware the psu fault light was illuminated and the camera was not powering on. The system software showed localizer disconnected. There was no patient involvement.